Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Field service engineering (fse) visited the customer to address the reported event. During servicing, fse was able to verify error 3005 as well as error 4063 in the error log. During evaluation of error 3005, fse found that the waste lines were draining slowly and the waste pumps were weak. Fse then replaced the waste pumps and removed and cleaned the leak detector. Further evaluation to troubleshoot for error 4063 found that the sorter cup to rtc lan position was misaligned. Fse then corrected the alignments and verified sorter operation. Quality control (qc) was verified and the instrument was operating as expected. There was no further action required by fse. A complaint history review and service history review for a similar complaint was performed for serial number (B)(4) from install date of 03-jul-2017 through 03-aug-2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [3005] leak sensor detected leakage. Cause : the leak sensor under b/f unit detected leakage. Measurement is suspended. Solution : contact tosoh service center or local representatives. [4063] sorter tip pickup z-axis home overrun. Cause : the home sensor activated improperly following movement of the z-axis sorter tip pickup. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the 3005 leak sensor detected leakage error message was due to bad waste pumps.

Event description:
A customer reported error message 3005 leak sensor detected leakage on the aia-2000 instrument. The customer reported that they checked the wash probes and confirmed that there was liquid accumulated underneath them. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha feto-protein (afp), progesterone (prog), beta human chorionic gonadotropin (bhcg), and luteinizing hormone (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Two waste pumps were returned for evaluation on 20-aug-2018. Functional testing was performed on pump #1 and the pump did not perform as expected. The pump was running weak with a lot noise. Pump #1 failed functional testing. The reported complaint was confirmed. Functional testing was performed on pump #2 and the part performed as expected. The part passed functional testing. The reported event could not be confirmed. The most probable cause of the 3005 leak sensor detected leakage error message was due to one bad waste pump. The second pump performed as intended. In section h10, it was previously stated that a "a complaint history review and service history review for a similar complaint was performed for serial number (B)(4) from install date of 03-jul-2017 through 03-aug-2018. There were no similar complaints identified during the searched period." However, the corrected information is "a complaint history review and service history review for a similar complaint was performed for serial number (B)(4) from 03-jul-2017 through 03-aug-2018. There were no similar complaints identified during the searched period."